Manufacturer narrative:
(B) (4). Eval: results: eval of the returned product found that the unit powers on but there is no sound. Tested with new batteries. The modes cannot be changed. The nurse call function works. Alarm case is undamaged. Battery springs are mis-aligned. (B) (4).

Event description:
The customer reported that the alarm will power on but has no alarm tone. They can not change the setting. No visible damage to the alarm. There was no pt injury reported.